Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had gone to the emergency room to be treated for high blood glucose (bg) levels. The customer could not recall the details of the event. The customer did not know the cause of the high bg; however, reported that bg instability had also occurred prior to the pump. The customer was in contact with a healthcare provider to discuss diabetes management.